Event description:
It was reported that the customer passed away. The cause of death was kidney failure, congestive heart failure, and stroke. The customer passed away in a hospital. The customer was hospitalized in (B)(6) of 2012. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The customer was off the pump four to five months before passing. The caller stated that the doctor was treating the diabetes at the hospital from (B)(6) 2012 until passing. The customer was not wearing a sensor at the time of death. The caller no longer had the insulin pump and the device information could not be confirmed. No further information is available at this time.

Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No data was available due to the insulin pump being returned without a battery installed.

Manufacturer narrative:
Additional information has been provided that was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.